Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The image guide bundle was severely broken. Bending angle was insufficient due to elongation of the angle wire. The insertion tube was crushed. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the evis lucera bronchofibervideoscope exhibited a broken fiber. The device was returned and an evaluation revealed, the coating of the image guide (ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.